Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the filtration element did not deploy properly and during removal the filtration element could not be fully captured by the retrieval catheter. The filtration element, retrieval catheter and bare wire were removed as a single unit. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulties removing the filter were unable to be confirmed. The difficulties deploying the filter could not be replicated in a testing environment as the filter and delivery catheter were not returned. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4).